Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of "does not function" could not be confirmed. The device passed all tests and no problems were observed. If add'l info becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from USA stating the device did not function during surgery. No injury or medical intervention occurred. It is unk if surgical delay occurred. There is no add'l info provided.